Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had a system error. There was patient involvement but no harm.

Event description:
It was reported that the pcu had a system error. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned and c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d and g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a system error was confirmed to be multiple 121.2070 error codes through a log review of the suspect pcu unit logs; however, it was not replicated during extensive laboratory testing. A review of the pcu error log identified five (5) error codes 121.2070.2 (comm_no_response_failure) and three (3) error codes 133.6090.0 (main_speaker_failure) were identified on (B)(6) 2024 between 9:39 am and 6:22 pm. Review of the pcu event log showed that on (B)(6) 2024 at 9:39 am, the system was powered on. After the power up sequence finished, the suspect pcu failed for error code 121.2070 three (3) times with one (1) second apart from each error code. At 9:40 am the system was powered on and alarmed immediately for error code 133.6090 and alarmed for error code 121.2070 three (3) seconds later. At 4:12 am the system was powered on and alarmed immediately for error code 133.6090. At 6:22 am the system was powered on and alarmed immediately for error code 133.6090 and alarmed for error code 121.2070 three (3) seconds later. Functional testing was performed, an infusion was programmed with a rate of 41.7 ml/hr and a volume to be infused of 999 ml. The programmed infusion completed successfully without any system error observed. Power cycling testing with the system transitioning between ac power (120vac for 30 minutes) and dc power (battery for 30 minutes) during an active infusion observed not issues after a 24-hour infusion. The suspect pcu was power cycled (on and off) twenty (20) times in effort to replicate the event; however, the reported code was not produced. The suspect pcu was then connected to the ac power for twenty-four (24) hours to fully charge the battery. The following day, the suspect pcu was power cycled (on and off) twenty (20) additional times. No issues or anomalies were noted. The performed battery conditioning test based on the test procedure observed in service bulletin 592a, observed the battery capacity displayed within the recommended milliampere-hours (mah) range. The results of the alaris system maintenance (asm) voltage display and battery status testing showed that the pcu battery was charging while plugged into the powerstat variable autotransformer set to the system minimum requirement of 85 vac. The pcu was shown to be discharging when the autotransformer was turned off. Results showed that the power supply voltage is within specification. The external inspection in the ¿as received¿ state found the manufacturer seal broken. Internal and external inspection were performed. No obvious issues were observed during internal or external inspection that could explain the reported system error. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual v9.33 (dir 10000355800) has information for the user regarding system errors; a system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Operations will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. The bd alaris user manual v9.33 on appendix a ¿ trouble shooting and maintenance states that: ¿the life expectancy of the battery is dependent on the amount of use, the depth of discharge, and the state of the charge that is maintained. Generally, the battery has the longest life if the instrument is plugged in and the battery use is infrequent. Frequent use of battery power and insufficient battery charge cycles significantly decreases the life of the battery. The battery is intended as a backup system. Leave the power cord connected to an external hospital grade ac power source whenever available.¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation, ensure proper assembly and re-torque all screws to specifications. Please replace the pcu front case since optic fibers form the led harness were observed broken. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Root cause: the root cause for the reported system error is being attributed to an error code 121.2070. The root cause for the error code 121.2070 was not identified during this investigation. The returned devices were fully evaluated, and no issues or anomalies were observed with the suspect pcu unit during laboratory testing. Note that this report lists imdrf annex a09, a0401, a1801, g02017, g04037, g02035, c07, c0601, c0201, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Additional information: manufacturer narrative. Note that this report lists imdrf annex d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had a system error. There was patient involvement but no harm.